Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2021-00711. Please refer to mfg report number 2249723-2021-00711 for all information for this complaint event. Please cancel mfg report number 2249723-2021-00646 in your database.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse determined the power cord reel needs to be replaced. A replacement reel has been ordered. Additional information has been requested, and we will report accordingly if it becomes available. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a bare power cord. There was no patient involvement, and no adverse event reported.